Event description:
Additional information received reported that the patient was now followed at (B)(6) with new health care professional (hcp). The hcp indicated that the patient had been coming to them since (B)(6) 2012. The patient was asymptomatic and there were no interventions done. The hcp worked with technical services and no one had ever read the pump after the magnetic resonance imaging. No one interrogated it at all until the patient came in for a refill a month after magnetic resonance imaging. The motor stall had "recovered" because the "pump was running" and "the reservoir volumes were exact". "They figured that the programmer just said that because it was the first time it had been read since the magnetic resonance imaging." They did not have the telemetry. The patient was "doing well and receiving effective therapy."

Event description:
It was reported that a motor stall occurred following an MRI on (B)(6) 2012. The patient did not have a pump status check done following that MRI. The pump was interrogated on (B)(6) 2012, and the pump event logs confirmed that a motor stall occurred on (B)(6) 2012 with no motor stall recovery recorded. A tube set message occurred on (B)(6) 2012. A motor stall recovery occurred at the same time as checking the pump logs on (B)(6) 2012. The patient had no therapy issues since the MRI. It was also noted that the MRI was done for orthopedic shoulder reasons, and there were no therapy or pump issues. The device system was used to deliver lioresal.

Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter, product ID: 8598, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).